Event description:
It was reported that this fiber was forward firing. The procedure was completed. There were no patient complications.

Manufacturer narrative:
The investigation included visual analysis of the returned fiber, which showed that the glass tip was missing and that a protrusion from the metal cap was present, consistent with a glue related separation; severe detritus was also noted on the tip. Review of system data confirmed that the fiber was recognized by the console, fired as expected, and that the soft joule limit issued represented normal system behavior rather than a device failure. Based on the available objective evidence, the observed condition is understood and consistent with known behaviors previously evaluated for this product type. No indication of a manufacturing or design issue was identified, and the event does not suggest a potential emerging trend. Escalation is not required.

Event description:
It was reported that this fiber was forward firing. The procedure was completed. There were no patient complications.